Event description:
It was reported that the lead registered a high short interval count, oversensing, noise, and high impedance measurement of greater than 3000 ohms. Inappropriate therapy was delivered. The lead was explanted and replaced. No further patient complaints have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. The proximal conductor was fractured. It was noted that the defib conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay melted, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Event description:
It was reported there was lead oversensing and the patient received inappropriate therapy. The lead was removed and replaced. No further patient complications were reported as a result of this event.